Event description:
It was reported that this patient presented to the hospital for loss of atrial capture with this right atrial (ra) lead. A chest x-ray was performed which showed that this lead had become dislodged. Technical services (ts) noted that this system was no longer magnetic resonance imaging (MRI) conditional due to this event. The physician chose not to approve the MRI and reprogrammed the device to not pace in the atrium. It was noted that this patient was not pacing dependent so there were no adverse effects. Currently, this ra lead remains in service.